Event description:
The customer obtained falsely high troponin I results on multiple heparin plasma samples from one pt. Two samples were tested on an alternate method, and the results were negative. Elevated results of this magnitude might initiate inappropriate physician action. There was no report of pt harm as a result of this event.